Manufacturer narrative:
Balt USA reference(B)(4). The returned device was inspected in our quality laboratory. During our analysis: we observed the introducer sheath associated with the coil system was not returned; we observed stretching and several kinks along the implant; we observed the sr thread to still be connected to the implant coil's proximal end; we observed the sr thread on the proximal end of the implant to be opaque - indicating stretching had occurred; we observed damages to the detachment zone with the pet jacket, lead wires and solder joints intact; we observed major kinks along the hypotube, approximately 28.5cm and 96.5cm proximal from the body coil to hypotube weld. Root cause of the reported issue endured by the coil system can likely be attributed to an overload of tensile stress endured by the implant coil, leading to the premature detachment. Upon device return, we observed stretching and several kinks along the implant. In addition, we also observed the sr thread on the proximal end of the implant to be opaque as well as major kinks along the hypotube. The user reported when attempting to deliver the 6x20cm optimax helical coil, he could not get it to go into the pocket he was targeting. He repositioned 3-4 times, then when attempting to pull it out it was not coming back and stretched then detached. It is likely that the overload of tensile stress was caused from the implant coil becoming damaged during the repositioning attempts. Following repositioning issues, it is likely that upon retraction of the coil system, the implant coil encountered severe friction ultimately leading to the premature detachment. If the microcatheter was damaged, then this could have also led to the reported issue, however, without the return of the microcatheter, further analysis could not be performed. A review of the lhr indicated that the unit was free from visual damage, including the implant coil at the point of the 100% final inspection. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f220400715 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "stent coiling of large, 17mm wide-necked ica-t aneurysm. Dr. Bescke placed numerous coils, from multiple manufacturers, including several optimax. When attempting to deliver the 6x20cm optimax helical coil, he could not get it to go into the pocket he was targeting. He repositioned 3-4 times, then when attempting to pull it out it was not coming back and stretched then detached. The proximal end of the coil was all the way back to the common carotid artery while the distal segment was in the aneurysm. He tried several attempts to retrieve then was finally able to snare the coil and remove it from the aneurysm. The coil was kept and is being sent back for analysis." Incident report form submitted for this complaint indicates that no patient injury was sustained.